Event description:
Device malfunction: unk. Symptoms/ ae: micro bubbles in the vasculature. Time of ae: prior to stent deployment. It was reported that prior to stent deployment, with the stent delivery system at the target lesion, during injection of contrast, some micro bubbles were noted in the vasculature. Reportedly, there were no problems preparing the device and it is unk where the micro bubbles originated; however, the physician suspects it was possible from the stent delivery system. The stent was successfully deployed. The patient was placed in trendelenberg position. There was no adverse pt sequela reported. Although requested, there is no additional info available.

Manufacturer narrative:
(Unk device failure, reportedly, resulting in microbubbles). The stent remains in the pt. The part and lot numbers were not identified; therefore, a device history record review could not be performed.